Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Isi has concluded that the likelihood of injury due to this failure is remote. The instrument & accessory user manual states: always have a backup instrument available to complete the surgical procedure in case of instrument failure. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the (B)(6) claimed that a vessel ruptured after the maryland bipolar forceps instrument allegedly arced electrical energy. The bleeding was controlled with cauterization. However, the instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument arced electrical energy. After the surgical staff cleaned and reinserted the maryland bipolar forceps instrument, another arcing event occurred. There was no allegation that any patient harm occurred or that an instrument fragment fell inside the patient. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the site's (B)(6) and obtained the following information regarding the reported event: there were no reports of a patient injury. However, the (B)(6) mentioned that the patient experienced bleeding that was controlled with cauterization. The source and cause of the bleeding was not provided. The maryland bipolar forceps instrument and cannula were inspected prior to use and no issues were identified at the time. The instrument was in use for about 40 minutes during the surgical procedure. The arcing event occurred while the surgeon was dissecting the left lower lung along the oblique fissure. After the second arcing event occurred, the instrument was replaced and the surgical procedure was completed. At the time the arcing event occurred, a prograsp forceps instrument and a double fenestrated grasper instrument were installed. There were no reports of any instrument collisions. The surgeon used an unspecified electrosurgical unit (esu) with 30 cut, 30 coag, and 70 bipolar settings. On 05/31/2017, isi contacted the (B)(6) to gather additional information regarding the intra-operative complication (i.e. Bleeding). The (B)(6) explained that the arcing event occurred while the surgeon was dissecting along the fissure of the left lower lobe to identify the superior segmental and basilar arteries. The (B)(6) alleged that the arcing event occurred while the surgeon was activating the maryland bipolar forceps instrument and as a result, a rupture of one of the branches of the common basilar artery occurred. The bleeding was controlled and according to the (B)(6), no permanent injury occurred. The estimated blood loss from the surgical was approximately 400 ml.